Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics; however a video was provided for evaluation. Visual inspection of the returned video found that the electrode tip had signs of activating while the generator was on the hand controls setting, it was not possible to see the handcontrols to determinate if the buttons were being pressed. The electrode was disconnected from the generator and after reconnection, the generator displayed the message ¿cut/coag stuck¿. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopy surgery, it was observed that the vapr clplse90 electrode w hand cntrls device automatically triggered after insertion. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device u2412002, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. ¿ visual inspection of the returned device found it was not returned in original package. The tip showed signs of activation. The tubbing had foreign matter residue. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly (coolpulse90, ablate power 220 and coagulate power 80), no alert messages were displayed. The ablation function was activated several times in its maximum power (maximum ablate power 380) for one minute each test, and it worked as intended. The coagulation function was activated several times in its maximum power (maximum coagulate power 160) for one minute each test, and it worked as intended. The device activated as intended for both modes with footswitch. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: the device was returned in the outer carton only, the active tip was used with tissue debris inside the active tip. The suction tube had residue. The device passed all electrical and functional checks with no issues seen. Internal investigation highlighted saline ingress into the device but not into the button unit itself. The fault cannot be substantiated. Further investigation was undertaken by technical engineering as a result of visible saline, on opening the handle, the following was found: 1) some saline residue was found near switch cable entry point and on the return clip. 2) residue was visible inside the suction path. 3) the yellow wire had a small region which has been affected by ultrasonic or heat, but core was not exposed. 4) additional saline dripped onto button issue, no continuous activation. 5) button unit was opened, no saline residue visible inside, some slight damage was found to the edge of switch cover. From the further investigation conducted, it is undetermined how the fault reported has occurred. The overall complaint was no confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have not contributed to the complained issue. ¿ based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.